Event description:
The patient had first primary rejuvenate and second implant of mod restoration elsewhere. Op note included patient presented with loose proximal body, screw not engaged. Surgeon replaced with new body and -2.5 ceramic 36 delta head.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 25 +10 cone body. An evaluation of the device cannot be performed as the patient requested to keep the device and it was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.